Event description:
A pt reported experiencing inaccurate erratic results with an ot ii meter. The pt's blood glucose results were 14.4 mmol, 10.3 mmol, 8.3 mmol. Tests were done within 20 minutes with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.